Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated she did not know, because she was sick. Customer started feeling sick at work, she had nausea. The customer treated with manual injection. The customer's blood glucose at the time of event was over 600 mg/dl. Customer's current blood glucose was 386mg/dl. Advised customer to contact doctor and go into emergency room if symptoms persist.